Event description:
This is a male who has a bmi of 33 and is obese. He has no history of coronary artery disease. His risk factors include hyperlipidemia and a past history of smoking. He is not diabetic. The pt presented with an anterior wall myocardial infarction(mi) and 2-vessel disease. The patient's clinical status was documented as: blood pressure 130/70, lvef: 40 % by calculated field, echocardiography. Pre-procedure medications included plavix and heparin. Index procedure. The pt was randomized to the bare metal stent arm of the typhoon study and a bx sonic stent was implanted into the following target lesion: the target lesion was a de novo lesion of the mid left anterior descending artery (lad) native coronary artery with a vessel diameter of 2.6 mm measured by qca and a lesion length of 15 mm measured by visual estimate. The lesion was characterized as: class b2, totally occluded with no bifurcation, lesion contour is irregular, concentric, with little or no calcification, and a thrombus was present. Heparin and integrilin were given intra-procedurally. The lesion was pre-dilated with a 15 mm x 2.5 mm balloon with a max inflation pressure of 8 atm. A bx sonic stent 18 mm x 2.75 mm was deployed with a max inflation pressure of 14 atm with a satisfying result. The number of catheters used (to be recorded for french centers only) was three. Timi flow pre-procedure was 0 and post-procedure was iii. There were no reported procedural complications. Plavix, aspirin, ace inhibitors, calcium channel blockers, and heparin were given during the hosp stay. Baseline cardiac enzymes were drawn in 2004. Ck was 19.67 times above the upper normal limit, ck-mb was 61.5 times above the upper normal limit, and troponin was not done. The pt was discharged from the hosp after four days hospitalization with no angina or silent ischemia and the following post-procedure medications: plavix and aspirin for 12 months, and statins, beta-blockers, and ace inhibitors. An ECG was done on three days later at 08:06. Approximately 2 weeks post index procedure, the pt experienced described as hypotension. The event narrative states, "stopped beta-blockers for hypotension", the relationship to the device and to the procedure was documented as unrelated. The event was characterized as mild in severity and not serious. At one-month and six-months post procedure, the patient was followed up by phone. The pt reported no angina or silent ischemia. He continued with the following ongoing cardiac medications: plavix, aspirin, statins, ace inhibitors, inexium, and lexomil. The actual duration of antiplatelet therapy was not recorded in the database. Anti-anginal therapy has not increased since the last visit. There was no control angiography to be recorded. There was an adverse event (see above) but no new coronary procedure since the last contact. An ECG was not performed. Eight months post index procedure, the pt was complained of unstable angina (class ib). Angiography revealed a new lesion in a non-target vessel. Additionally there was a restenosis of the bx sonic stent in the mid-lad. The mid-lad restenosis was treated with balloon angioplasty. The new stenosis in the om was treated with implantation of a 3.0x 13mm cypher stent implantation. This event was previously reported on MFR report #9616099-2005-00994. At one-year follow-up, the patient denied cardiac symptoms and was compliant with cardiac medications as prescribed. Approximately 15 months post index procedure, the pt was hospitalized for pci. No additional info is available regarding this event.

Manufacturer narrative:
European cypher product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR report#s 9616099-2008-00272 and 9616099-2008-00279. Additional info will be submitted within 30 days of receipt.